Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device stopped performing during drilling while in use with the quick coupling device. It was further reported that the motor was functional but as soon as pressure was applied there was not enough power to continue drilling. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.